Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with their right ventricular lead exhibiting a loss of capture. The lead repositioned successfully and the patient was stable throughout the procedure. The patient would continue to be monitored.